Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 1118880-2020-00177, and for the third device reported see MDR 1118880-2020-00178.

Event description:
The user facility reported that when the involved destination was opened, the device was kinked. The event occurred pre-treatment. The patient was reported to be in stable condition. The procedure was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 02jul2020. It was the sheath that was kinked. Additional information was received on 07jul2020. All three devices were confirmed to be used on the same patient. The physician found a terumo sheath that was not kinked to use during the case.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.